Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope's image was intermittently disappearing during a diagnostic procedure. It was not indicated how the procedure was completed. There was no patient injury or medical intervention associated with this event.

Event description:
No additional info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h2, h3. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. Based on the results of the investigation, no device problem associated with the alleged defect was identified and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.